Manufacturer narrative:
The initial reported event of inappropriate shocks due to noise and helix partially deployed when taken out of box was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Continuation of d10: addr01 pacemaker implanted: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Helix partially deployed when taken out of box. A lawsuit alleges: the patient suffered physical and other injury as a result of the recalled lead. The patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. Additionally the patient has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced. It was later reported that the patient experienced chest pain and inappropriate shocks due to noise. The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the rv lead was programmed off.